Manufacturer narrative:
The sodium electrode serial number and expiration date were not provided. The field service engineer found a defective pinch valve tube. He replaced the faulty pinch valve tube, performed preventive maintenance, and successfully performed an ion-selective electrode ise check. The investigation determined that the defective pinch valve tube caused the event. The investigation determined that the service actions resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable sodium electrode results for four patients¿ samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 129.0 mmol/l. Repeat result: 142.0 mmol/l (tested on a different line). Sample 2: initial result: 128 mmol/l. Repeat result: 138 mmol/l. Sample 3: initial result: 127 mmol/l. Repeat result: 141 mmol/l. Sample 4: initial result: 114 mmol/l. Repeat result: 140 mmol/l.